Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the button had fractured off of the distal tip of the device. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
During a rotator cuff / bicep repair the end of the inserter broke off in the button. All was retrieved. The case was completed with an ar-2291 to finish the case. It was completed successfully and the patient is fine to date.